Event description:
It was reported that shaft break occurred. A thrombosis was found at the distal edge of a stent that was implanted a year ago with a large thrombus in the proximal third and origin of the right coronary artery. A fighter guidewire was passed through the lesion, followed by thrombectomy with export manual aspiration catheter. A 3.50 x 38 synergy ii drug-eluting stent (des) was advanced for treatment but failed to cross through the intra-stent. The device was retracted, and the lesion was pre-dilated with a 3x15mm emerge balloon catheter. After a 7fr non-boston scientific guide catheter was inserted, the same stent was advanced again but still failed to cross. So, a 4x12 nc balloon was used for intra-stent pre-dilation. Another 3.00 x 38 synergy des was advanced after a samurai guidewire was crossed the lesion. However, the stent also failed to cross the lesion. This time, the 3.50 x 38 synergy ii des was noted to be deformed, detached, and was difficult to retract. The device was finally removed with particles of intracoronary tissue. Subsequently, the third 3x38 synergy ii des was introduced; however, it also presents difficulties in its passage with deformation of the hooks and detachment of the same from the middle segment of the stent. The third new fighter guidewire was passed coaxially in the ostio coronary and the 3x20 and 3x28 synergy stents were successfully implanted. No patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years old or above. D4: lot number updated from no information to 0028380803 device evaluated by MFR.: the synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage. Stent damage with struts in the mid and proximal region were lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kink or damages. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Age at time of event: patient is 18 years old or above.

Event description:
It was reported that shaft break occurred. A thrombosis was found at the distal edge of a stent that was implanted a year ago with a large thrombus in the proximal third and origin of the right coronary artery. A fighter guidewire was passed through the lesion, followed by thrombectomy with export manual aspiration catheter. A 3.50 x 38 synergy ii drug-eluting stent (des) was advanced for treatment but failed to cross through the intra-stent. The device was retracted, and the lesion was pre-dilated with a 3x15mm emerge balloon catheter. After a 7fr non-boston scientific guide catheter was inserted, the same stent was advanced again but still failed to cross. So, a 4x12 nc balloon was used for intra-stent pre-dilation. Another 3.00 x 38 synergy des was advanced after a samurai guidewire was crossed the lesion. However, the stent also failed to cross the lesion. This time, the 3.50 x 38 synergy ii des was noted to be deformed, detached, and was difficult to retract. The device was finally removed with particles of intracoronary tissue. Subsequently, the third 3x38 synergy ii des was introduced; however, it also presents difficulties in its passage with deformation of the hooks and detachment of the same from the middle segment of the stent. The third new fighter guidewire was passed coaxially in the ostio coronary and the 3x20 and 3x28 synergy stents were successfully implanted. No patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years old or above. D4: lot number updated from no information to 0028380803. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage. Stent damage with struts in the mid and proximal region were lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kink or damages. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. A thrombosis was found at the distal edge of a stent that was implanted a year ago with a large thrombus in the proximal third and origin of the right coronary artery. A fighter guidewire was passed through the lesion, followed by thrombectomy with export manual aspiration catheter. A 3.50 x 38 synergy ii drug-eluting stent (des) was advanced for treatment but failed to cross through the intra-stent. The device was retracted, and the lesion was pre-dilated with a 3x15mm emerge balloon catheter. After a 7fr non-boston scientific guide catheter was inserted, the same stent was advanced again but still failed to cross. So, a 4x12 nc balloon was used for intra-stent pre-dilation. Another 3.00 x 38 synergy des was advanced after a samurai guidewire was crossed the lesion. However, the stent also failed to cross the lesion. This time, the 3.50 x 38 synergy ii des was noted to be deformed, detached, and was difficult to retract. The device was finally removed with particles of intracoronary tissue. Subsequently, the third 3x38 synergy ii des was introduced; however, it also presents difficulties in its passage with deformation of the hooks and detachment of the same from the middle segment of the stent. The third new fighter guidewire was passed coaxially in the ostio coronary and the 3x20 and 3x28 synergy stents were successfully implanted. No patient complications were reported.